Manufacturer narrative:
Attachment user facility medwatch report #mw5152351 the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report #mw5152351 was received that states:"during a transcatheter aortic valve replacement procedure the perclose device failed. A femoralartery cut down was required at the end of the procedure. This report reflects informationreceived by FDA in the form of a notification per 803.22 (b)(2)."the user facility medwatch report notated that there was a "health effect-clinical code(s): 3160: vascular dissection.

Manufacturer narrative:
The device was not returned for evaluation. Production records and complaint history of the reported lot could not be conducted because the lot and part numbers were not provided. The patient effect of vascular dissection is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: e3 - occupation: updated. H10 - related report numbers: related report number added.